Manufacturer narrative:
The incident device anticipated to return, a follow-up report will be provided within 30 days or upon completion of investigation.

Event description:
Laparoscopic cholecystectomy - "endoscopic pouch tore (ripped open) when dr (B)(6) was using it to remove gallbladder from abdominal cavity. Abdominal cavity was examined for loose pieces of plastic. None were seen. Device and packaged were taken to turnover to be cleaned and delivered to (B)(6)."